Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 585 mg/dl. Customer's current blood glucose was 185 mg/dl. Customer reported receiving bolus not delivered and insulin flow block alarm. Trouble shooting for high blood glucose event was declined. Customer did not report symptoms of high blood glucose. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.